Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's therapy hasn't been working for a while, about a week or so (month confirmed). Patient said that initially they contacted the manufacturing representative (rep) about this however rep wasn't available to see the patient and was redirected to contact their doctors office. Patient called and was directed to switch to a different program. Patient said that the setting is currently at 8.5 on program 7 and when attempted to make an adjustment received the message that "all internal data has been lost." Patient said that does drink 64 ounces of water daily and has started to decrease the amount. Patient said that the water just runs threw them and has to wear a pad as it doesn't fix the problem completely. Patient said that the urine starts coming out as soon as pulls their pants down. Reviewed meaning of code and explained that the message does need to be cleared in person by the person who performs the reprogramming. Patient was directed to their doctors office and for a rep to be at the appointment.